Event description:
Reporter noted corneal burn during cataract surgery.

Manufacturer narrative:
H-10: the customer did not request a service call at time of event. A co service rep checked the system during next call, one week after event, and found it to meet its performance specifications. H-11: on 3/2/1998, affiliate advised they had not corrected date on form memo used for initial notification. Revised date of event and corrected report dates in sections b3, b4, f8, f13 and g4. This report was mailed in to FDA on: 3/11/1998.